Event description:
It has been reported to philips that the screen is blank, no display on the screen. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that no display on the screen. Upon troubleshooting, fse found that failure occurred in operation control, including monitoring and screens on the mcs showed no sign of intermittency. Fse changed the screen 5v power supply mode and replaced the single link dvi signal converter. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.